Event description:
Call transferred from answering service. Patient's husband called regarding a pump malfunction. Pump rate 79 ml/24 hr. No disposable, clamp tubing. Patient's husband changed cassette and pump and issue was resolved. Advised if original pump continues to be malfunctioning to call pharmacy for replacement. Pt's husband stated understanding. Did the reported product faut occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.